Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They do not plan to have the device removed at this time. They had turned the device off since it did not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the inability to connect was unknown. The mostlikely cause was due to patient's falls. However, the effect of the fall was not determined. When asked what steps were taken to resolve the issue, they reported they offered to remove/replace the device. The patient wanted to wait until gardening season was over and will call the office when they are ready to do a revision. The issue was not yet resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on (B)(6) 2025 from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's interstim never worked so their doctor turned it off. The MRI tech also noted that the patient reported they fell and "it moved". The MRI tech stated the patient had an x-ray on (B)(6) 2025 and it looked like the interstim was in the correct location. Additional information was received from the patient on (B)(6) 2025. They reported that they were trying to get an MRI and they couldn't do it because they couldn't connect. The patient said they called last week after they went in for an MRI and couldn't get it; the patient thought their office was going to have [the manufacturer] call them to help them get an MRI. The use of MRI mode was reviewed with the patient, and they were redirected to their doctor. MRI information was emailed to the patient. The patient said it was turned off; the patient noted they fell and it was not where it belonged. The patient said they went in and talked to the doctor about their fall and the doctor did something and told them they had [a few] options: turn it off, remove it and replace it, or remove it and leave it out. The patient said they would leave it in if it did not bother them. The patient was redirected to their doctor if the issue persisted. The patient called back later in the day with their spouse present and requested assistance with MRI mode. The steps to activate MRI mode were reviewed and the patient was able to successfully active MRI mode.